Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the inserter shaft broke away into the body. The surgeon was able to remove the device, however, this added 45 minutes to the case and went to a larger cannula, from a # 5 to a # 8.5, resulting in having to make a larger incision. The procedure was successfully completed without further issue or harm to the patient.